Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 645015-left, 12403881-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), obesity ("morbid obesity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain") and menstrual discomfort ("monthly discomfort and heavy monthly bleeding") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), leiomyoma ("leiomyoma") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, neoplasm, weight increased, leiomyoma, uterine leiomyoma, obesity, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain lower, abdominal pain upper and menstrual discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, leiomyoma, menorrhagia, menstrual discomfort, neoplasm, obesity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for leiomyoma, uterine fibroids, morbid obesity, tumors, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Lot number: 12403881 manufacturing date: 2009-06 expiration date: 2012-05. Lot number: 645015 manufacturing date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure (batch no. 645015-left, 12403881-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), obesity ("morbid obesity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain") and menstrual discomfort ("monthly discomfort and heavy monthly bleeding") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), leiomyoma ("leiomyoma") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, neoplasm, weight increased, leiomyoma, uterine leiomyoma, obesity, vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal pain lower, abdominal pain upper and menstrual discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, leiomyoma, menorrhagia, menstrual discomfort, neoplasm, obesity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for leiomyoma, uterine fibroids, morbid obesity, tumors, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received. Reporters information updated. Lot no. Added. Event: abnormal bleeding (vaginal), dysmenorrhea (cramping), pain: abdominal , stomach pain , fatigue monthly discomfort were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain") and obesity ("morbid obesity") and was found to have neoplasm ("tumors"), weight increased ("weight gain"), leiomyoma ("leiomyoma") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, blood loss anaemia, abdominal pain, neoplasm, weight increased, leiomyoma, uterine leiomyoma and obesity outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, genital haemorrhage, leiomyoma, menorrhagia, neoplasm, obesity, pelvic pain, uterine leiomyoma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for leiomyoma, uterine fibroids, morbid obesity, tumors, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, anemia, tumors, weight gain, leiomyoma, uterine fibroids, morbid obesity. Essure removal date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.